Manufacturer narrative:
There is no indication the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to assess the instrument's performance. System parameters such as quality control (qc), calibration, system check, precision, and carryover were performing within assay and instrument specifications. In conclusion, the cause of the non-reproducible access accutni+3 results cannot be determined with the information provided.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system (serial number (B)(4)) for four (4) patients (designated as patients one (1) through four (4)). The initial result from all four patient samples recovered above the laboratory's normal reference range. The patients' samples were reanalyzed as a reflex test on the same access 2 immunoassay system and recovered with results above the laboratory's normal reference range. The customer obtained a second sample from the first patient (designated as patient one (1)). This second sample from patient one (1) was analyzed and reflex tested on the same access 2 immunoassay system and recovered above the laboratory's normal reference range. The customer performed additional testing on the samples from patients one (1) through three (3) on the same access 2 immunoassay system and obtained results above and within the laboratory's normal reference range. The initial sample and a second sample from patient four (4) were reanalyzed on the laboratory's alternate access 2 immunoassay system (serial number (B)(4) ) and the results were within the laboratory's normal reference range. The initial elevated access accutni+3 results were released from the laboratory. The customer stated there was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Quality control (qc), calibration, system check, and carryover were performing within assay and instrument specifications. The samples were collected and tested in 13x75 mm plasma gel tubes. Samples were centrifuged for ten (10) minutes at 3300 rpm (revolutions per minute) at room temperature. No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer was not dispatched to assess the instrument's performance.